Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan and discovered that the onetouch ultra2 meter was set to the incorrect calibration code. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient is unsure when the issue started but says her readings have been inaccurately high once she discovered during the troubleshooting telephone call that the meter was set to the incorrect calibration code she mentioned that her readings have been higher than usual. She says she was more careful about what she eats during this time since her readings were higher than normal. For example in the mornings from (B) (6) through (B) (6) she obtained readings of 187, 252, 197, 160, 268, 246, and 237 mg/dl on separate days. On (B) (6) she had her lunch and said that she went to a diabetes education course at the local hospital at 2 pm and started to feel symptoms of shakiness and weakness. She did not know what the symptoms were or how to treat them but said she felt better at around 3:30 pm. When asked whether the symptoms may have been prevented if the symptoms were reading lower she said that they probably could have. The patient does not take any medications for diabetes and is on diet control. According to the troubleshooting performed with customer service, the issue was resolved by walking through troubleshooting. This complaint is being reported because the patient alleged that the calibration code number was incorrect on the meter, which probably caused the readings to be inaccurately high, and suffered diabetic symptoms due to the issue.